Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported the infusion set leaks insulin at the connection and the adhesive of the headset is often wet. He experiences elevated blood glucose while using the infusion set after 1.5 days of use. He changes the infusion set and his blood glucose returns to normal. No further information is available. The patient did not require medical assistance from a health professional or other party to address the issue. The infusion set was requested to be returned for evaluation.